Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump was exposed to moisture. Customer stated there was moisture beneath the screen glass. Customer stated that there is fluid under the lcd display. Customer was asked verbally and in written form to return the pump for analysis. Customer stated that insulin squirted or dropped out. Customer cannot exit load reservoir process. Customer tried with different sets. Customer will be sent a replacement.

Manufacturer narrative:
The insulin pump passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. No moisture damage noted on electronics assembly, motor, vibrator motor and battery tube assembly. Device received with scratched case, cracked case at battery tube side and fading serial number label.